Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 13 mmol/l and the sensor glucose was 4.2 mmol/l at the time of the incident. The customer stated that the device suspended the insulin delivery. The customer was not able to download carelink at the time of the call. The customer did not return the product back for analysis.